Manufacturer narrative:
The device was not returned for analysis. The lot history record review and lot specific similar complaint review were not performed because the part number and lot number could not be obtained. Based on all available information, causes for the reported single leaflet device attachment (slda) and torn chord could not be determined. The reported mitral regurgitation (mr) appears to be a cascading event of the slda. Additionally, tissue damage and mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Date estimated. The UDI number is not known as the part and lot number were not provided. Na.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr). One clip was implanted without issue. The patient returned on a later date and it was noted the clip had detached from the posterior leaflet (single leaflet device attachment (slda)), a chord was torn and the mr increased to 4. A second procedure was performed on (B)(6) 2022. One clip was implanted, reducing mr to 1; however the mean pressure gradient was noted to be 6mmhg. The physician was satisfied with the results of the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.